Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart which resulted in blood and fluid leakage onto the floor. This was identified during pembrolizumab infusion. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.